Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call a pump error message was received while trying to prime the insulin pump. Customer described changing out infusion set and site, then while commencing priming, received pump error message. Customer also states that a rewind message occurred after an alarm. It was also reported that the drive support cap is sticking out. Customer was advised to disconnect from pump, and discontinue use of the pump. The customer was advised to revert to a backup plan, per their health care provider. Customer was advised that the pump needs to be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.